Event description:
The reporter indicated the device diagnostics at a routine office visit resulted in high impedance, indicating a possible lead malfunction. The reporter indicated an increase in seizures above pre-vns baseline. The revision surgery to replace the vns therapy system is scheduled and awaiting outcome. X-rays were reviewed by the treating physician. The MFR is making attempts to receive copies for review. No trauma reported to date. Good faith attempts for add'l info are in progress and awaiting response.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.